Event description:
It was reported that low, out of range, hv lead impedance was observed. The device was explanted and replaced. The patient condition is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported low hv lead impedance was confirmed in the laboratory. The device was tested using automated test equipment, and the rv to svc hvli measurement was found to be anomalous but could not be reproduced upon further testing. The cause of the reported low hv lead impedance could not be determined.